Event description:
It was reported that the patient had pain stimulation therapy for pain in the head. It was stated that the stimulation for the 3rd of the patient¿s 3 leads felt like it was ¿now in the shoulder blade.¿ it was stated that the issue had started about a month ago when the patient had ¿some bad days¿ and had ¿cranked all 3 leads up.¿ it was stated that ¿it¿ felt like ¿it was in [the patient¿s] neck.¿ it was noted that the patient had turned ¿it¿ back down after ¿getting through the bad days¿ and ¿didn¿t try again to turn number 3 up until a couple to three days ago, when [the patient] was having a bad day.¿ it was stated that the patient then felt ¿it¿ in the shoulder blade. It was noted that the patient wanted to know if the leads had moved. It was noted that the patient had not had any falls or traumas. It was stated that the patient had a loss of therapeutic effect. It was noted that the patient had the device for ¿leaky something on the right side of [the patient¿s] head.¿ it was noted that the patient would always keep the stimulation on and without the stimulation would be in ¿excruciating pain 24 hours a day.¿ it was noted that if ¿lead 1 or lead 2 moved, [the patient] was back down again.¿ it was noted that the patient had had a mammogram in (B)(6), ¿about the time of the change,¿ and the patient wanted to know if ¿that could have done it.¿ it was noted that the patient wanted to know if her husband rubbing her shoulders could have moved the patient¿s lead. It was noted that the implantable neurostimulator (ins) was in the patient¿s hip and the leads were down the center of the patient¿s back. Additional information received reported that the patient had a 50 percent or greater symptom reduction and was doing well. It was noted that the cause of the event was not determined, but was not device related. It was stated that reprogramming was done and the patient¿s electrode configuration and pulse width parameters were modified on (B)(6) 2014. It was noted that no other troubleshooting or intervention actions had been taken to mitigate or resolve the event. It was noted that the patient had recovered without permanent impairment. Additional information received reported that the patient¿s lead had moved. It was noted that the patient had been told by her healthcare provider (hcp) that she could not scuba dive more than 30 feet deep and shouldn¿t go to the hoover dam because of the magnetic fields. It was noted that the patient had ¿looked through all of [the patient¿s] books and couldn¿t find anything on that.¿ it was noted that the patient did not think that she had the patient manual. It was noted that the cause of the leads moving was unknown. It was stated that the lead had moved from the patient¿s head ¿clear down to [the patient¿s] shoulder blade.¿

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # va0c6cq, implanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # va0f0ky, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information was received from a patient on 2017-may-02. The patient stated that their lead moved from head to hip. A lead revision occurred on (B)(6) 2014 which resolved the reported issue. No further complications were reported/are anticipated.